Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station had been freezing up. A field service engineer (fse) confirmed that the partition's free space was dequate, there were no pending windows updates, and the database size was within acceptable limits. However, during testing, the station locked up multiple times both within the application and in windows. There was an issue with reimaging the station. The fse had the station image on two different universal serial bus thumb drives, but both images turned out to be corrupted, failing during the image validation process. The fse downloaded a fresh copy of the image. After successfully imaging the station, the fse installed anti-virus (eset), configured windows updates, and set up credential management. The database synchronization process took over to complete. A technician logged in and performed a full inventory of the drawers. No issues were identified during the inspection and all components are functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, screen had kept freezing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.